Manufacturer narrative:
The insulin pump was received with corroded keypad traces. No moisture damage inside reservoir compartment, under lcd screen, electronic assembly or motor noted. The insulin pump has cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump suffered moisture damage. The patient's blood glucose was 347 mg/dl at the time of incident. She states that she woke up with a high blood glucose value and took a correction, but when her glucose level only dropped slightly she discovered a leak in the reservoir and moisture on the inside of the lcd screen. The customer is unsure as to how the reservoir leaked. She was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. Nothing was returned and a replacement pump was shipped to the customer.